Event description:
It is reported through the patient and their attorney that the revision articular surface that was implanted in 2003 was revised due to pain and clicking in 2004. Upon revision it was found that the articular surface was loose.